Event description:
Pt reports he needs air filter/tubing replaced. Tube is leaking. No missed dose or adverse events reported. Unknown if available for return. No further information provided. (Copd) chronic obstructive pulmonary disease.